Event description:
Per the independent repair center, the customer alleged problem is a noisy unit. The key failure is the compressor is noisy. Also, the o2 level was recorded at 76.3% meaning low o2/yellow light.